Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with dyspnea, tachypnea, weight gain, and edema. The patient was afebrile and normotensive. A computed tomography pulmonary embolus study was performed and was determined to be negative for clot or consolidation. A chest x-ray revealed a small stable apical pneumothorax ( ptx). No intervention was required. The patient's covid test was negative as well. While in the emergency department (ed), the patient was started on an antibiotic IV (intravenous). Their urine analysis (ua) was negative on admission. It was determined that the patient's urine culture was contaminated. They had no nausea, vomiting, diarrhea, or abdominal pain. Blood cultures and driveline and incision swab tests were taken and found to be negative. During their admission, the patient remained afebrile and asymptomatic. After the initial dose of antibiotics, further coverage was deferred. Of note, the patient's white blood cell (wbc) count on admission was 13 and, upon discharge, their wbc count went down to 9.1. Additionally, the patient's brain natriuretic peptide (bnp) level was 3,000. They had a subtherapeutic international normalized ratio (inr) level of 1.5 and were started on a heparin infusion and given 80mg IV of lasix (furosemide). The patient had their torsemide (demadex) withheld. During their admission, they had an echocardiogram (echo) completed. The patient was transitioned to diuretics orally. The patient's symptoms resolved on (B)(6) 2022 and they were restarted on torsemide. The patient was discharged home on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported infection and patient conditions could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assists system (lvas), serial number (B)(6) . No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists various forms of infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04mar2022. No further information was provided. The manufacturer is closing the file on this event.